Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, elevated sensing integrity counter (sic), and high rate non-sustained episodes. Pocket manipulations and patient maneuvers were performed and no oversensing was noted. It was advised that there is not enough evidence to suggest a lead failure at this point and that the lead should be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.